Event description:
When package of a 2.5 x 28mm cypher stent was opened, it was noticed that the stent was already partially expanded. About one third of the stent was expanded.

Manufacturer narrative:
Information received from a sales rep indicated that when 2.5mm x 28mm cypher stent was removed from the package, it was noted to be partially expanded. There was no damage to the inner pouch or the outer box and the stent was still mounted on the balloon. The rep indicated that the distal 1/3 of the stent was expanded. The product has not been returned for evaluation. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Without the return of the product, the reported complaint of stent partially deployed when removed from the package could not be confirmed. Without being able to evaluate the device, it is not possible to determine what factors may have contributed to the reported event.